Manufacturer narrative:
The fully disassembled lens case was returned inside a specimen cup. The lens was returned outside the fully disassembled lens case, adhered to the lens case base by solution. Solution was dried on the lens. One haptic was broken from the gusset area (returned). A dimensional inspection could not be conducted due to the extensive lens damage. The optic was cut from edge past the central optic zone, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Qualified associated products were indicated. However, not applicable to the reported complaint. The product investigation could not identify a root cause for the reported complaint. The position of the lens while in the eye cannot be determined. Lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met alcon¿s release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. A dimensional inspection could not be conducted due to the extensive lens damage. Power and resolution testing could not be conducted due to the extensive optic damage. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Replacement lens information was not provided. Company IFU (instructions for use): follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during the intraocular lens (iol) implant procedure, the lens was inserted in the capsular bag was fine then lens started to angle towards back of the eye. The vitrectomy was done and lens was explanted and replaced during same procedure. In surgeon's opinion possible bur on lens, caused or contributed to event. There were no patient harm and patient symptoms have been resolved.